Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a mastectomy procedure, the energy output of the device seemed weak. No alarm was heard. There was no patient injury or bleeding from this issue.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. The reported condition was not confirmed. The device was plugged into a generator and was recognized. Functional testing was performed with the returned device on porcine kidney tissue. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. An additional failure was found during the investigation; the device does not cut. The reported condition was confirmed. The investigation found no mechanical issues with the device. The knife bade advanced and retracted smoothly in the knife housing. The knife cut was tested on a silicon test strip with unsatisfactory results. The device did not smoothly cut the test media and produced a ragged / puckered cut. The knife was inspected under magnification. Damage was noted to the leading edge of the device resulting in the unsatisfactory cut. All devices are cut tested during the manufacturing process. This device would have failed the manufacturing cut test. The damage the knife leading edge was most probably caused by the user bringing the knife into contact with a metal object. The instructions for use (IFU) states, do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. If information is provided in the future, a supplemental report will be issued.